Event description:
Morning blood glucose of 102, normal breakfast and bolus. At noon, tested blood glucose, wondering if low. Meter read 355. At 12:07 p.m. Gave correction bolus according to physician-provided sliding scale, which had proved correct in the past. At 12:45 p.m. Left home. Was completely unaware of it then, but was already in the midst of a severe reaction with accompanying confusion when left home. It would have been impossible, though, for blood glucose to drop from 355 to a hypoglycemic level in 35 minutes. Therefore, the high result had to have been a meter malfunction. There is no evidence of insulin pump over-delivery or malfunction. Became unconscious while driving, producing, life-threatening situation - for self and others. Needed the intervention of police and paramedics to treat hypoglycemia. For pt, 1 unit lowers blood glucose by 80 points. Pt gave 3.25 units on this occasion to lower glucose 260 points. With novolog insulin, which pt uses, the action of the insulin takes three hours. Approx 30% of the dose is used each hour after dosing. By this calculation, within 35 mintues, slightly over 1/2 unit would have become effective in lowering glucose. That 1/2 unit would have dropped glucose by approx 40 points in those 35 minutes.